Event description:
It was reported that when a pre-test was performed in the operating room to insert a foley catheter for urinary catheterization, sterile water did not come out. Per additional information received via ibc on 07nov2025 stated that, when performing a pre-test to insert a catheter for urinary catheterization in the operating room, sterile water did not come out, so when the syringe was pushed in too deeply, it became locked and could not be removed.

Manufacturer narrative:
The reported event could not be reproduced during investigation, and the returned device functioned as intended. While the event remained unconfirmed, the issue is understood to be associated with syringe engagement, and there is no evidence of catheter failure. CAPA # 13490418 was opened to document the investigation. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when a pre-test was performed in the operating room to insert a foley catheter for urinary catheterization, sterile water did not come out.